Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 1.8, lab: 4.8. Asked customer to review patient details in depth to determine the cause of the interference. Patient also had a cbc done and it was 33. Customer is requesting a sales rep do an inservice to determine meter is accurate. Customer did not want to listen to tsr on possible qc testing. Tsr unable to determine the cause of the interference. Rga created for meter due to intervention on patient, customer unwilling to use meter due to accuracy questions. Tsr will also contact rep at customers request for follow up. Please send replacement meter and rga kit at no charge.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 1.8, lab: 4.8, mean: 3.3, confident limits: 2.0-5.0. As per internal procedure, the inratio value is not within the confident limit. The product will be investigated. The caller also did another correlation with another person and got a .2 variance. But they did not give the reading for calculating the confident limits.